Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 9 months post-implant, it was reported that the patient experienced a red heart alarm, low speed hazard alarm and a pump stoppage, while connected to the power module. The pump restarted automatically and the patient stayed on battery support after the event. On (b(6) 2014, the patient was seen for a follow up. The power module was checked and the power module patient cable was replaced. In addition, x-rays of the driveline were performed. On (B)(6) 2014 the manufacturer¿s technical service representative examined the patient¿s driveline and no damage was seen. A non-grounded power module patient cable was requested and provided.

Manufacturer narrative:
The reported red heart alarms and pump stops were confirmed based on the evaluation of the submitted system controller data log file. Although the system controller data log file evaluation could not conclusively determine the specific cause for the low speed operations and motor stops, these events appeared consistent with a potentially compromised wire in the driveline. The device is not available for evaluation; therefore, damage to the driveline could not be confirmed. On (B)(6) 2014 manufacturer's technical service representative examined the patient's driveline and no wire breaks were identified. A review of device history records showed no deviations from manufacturing or qa specifications. Additionally, the analysis of the returned patient cable revealed that no issues was identified during functional testing. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that the patient is still ongoing with the non-grounded power module patient cable with no issues reported.

Manufacturer narrative:
Approximate age of the device is 9 months. The device remains implanted and in use by the patient. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.